Event description:
It was reported that: contacted by pa that patient returned with pseudo-aneurysm at access site. Additional information: during an evar procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain central access in the left common femoral artery. Vessel size was 6.5-7mm with mild calcification and no reported tortuosity. Measured depth for the manta was 3+1cm and there were no issues advancing or with drawing procedural sheaths. 8000units of heparin and 75mg of protamine were administered during the procedure. After the procedure the physician reportedly palpated the groin proximal and distal to the access site to verify flow and the nurse palpated/dopplered the feet to verify flow. It is unknown how long after the procedure, but the patient returned with a pseudo-aneurysm and it was surgically repaired. The patient was reported as fine post the repair.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated during lot release of this manta lot a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, centrally positioned access was gained utilizing micro puncture and ultrasound guidance. Arteriotomy was 6.5-7mm, mild calcification, with a depth measurement of 3cm + 1cm. No issues were encountered advancing or withdrawing the 16f procedural sheaths. Following an evar procedure, an 18f manta device was deployed to the measured depth in the left common femoral artery (lcfa). Following deployment, bleeding was addressed with manual pressure for several minutes. Extended time to hemostasis may occur due to collagen requiring time to clot to create a seal. Manual compression to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. The physician palpated the groin area proximal and distal to the access and the patients' feet were also dopplered to verify flow. The patient outcome post-procedure was fine. During a one-week post-op follow-up, the physician diagnosed a pseudoaneurysm seen on ultrasound. Seven days later, the vascular surgeon repaired the pseudoaneurysm and explanted the manta device although the manta was visibly seen correctly positioned within the lcfa. A determination for the root cause of the pseudo-aneurysm requiring surgical intervention remains inconclusive due to the insufficient amount of information regarding the pseudo-aneurysm, initial and deployment procedures, patient environment and conditions, and no angiograms or devices returned for investigative purposes. A pseudo-aneurysm can go undetected and not cause any complications and can occur because of surgery or trauma. The formation of a pseudoaneurysm does not signify a device failure. There is believed to be no device failure. The device was successfully implanted and was verified to be in the correct position at the time of surgical intervention. The manta instructions for use precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding.

Event description:
It was reported that: contacted by pa that patient returned with pseudo-aneurysm at access site. Additional information: during an evar procedure on (B)(6) 2023, micro puncture and ultrasound were utilized to gain central access in the left common femoral artery. Vessel size was 6.5-7mm with mild calcification and no reported tortuosity. Measured depth for the manta was 3+1cm and there were no issues advancing or with drawing procedural sheaths. 8000units of heparin and 75mg of protamine were administered during the procedure. After the procedure the physician reportedly palpated the groin proximal and distal to the access site to verify flow and the nurse palpated/dopplered the feet to verify flow. It is unknown how long after the procedure, but the patient returned with a pseudo-aneurysm and it was surgically repaired. The patient was reported as fine post the repair.

Manufacturer narrative:
Qn#: (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.